Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer's mom behalf of her daughter reported a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The consumer stated she received vaccine. The consumer confirmed she was symptomatic and had fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: this supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction.